Event description:
The customer reported that the inner cannula is not locking into place with the outer cannula. Customer confirmed that decannulation and recannulation of a replacement tube was performed. The customer confirmed the tube was replaced without injury.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.